Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and suture was used continuous. On (B)(6) 2016 the patient experienced eventration and the suture was found to be broken. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 10/30/2016. Additional information was received that stated the device involved in this event was not an ethicon product. Therefore, this medwatch 2210968-2016-13766 will be voided.